Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient had discomfort at battery site after doing some pt for her knee rehab. X-rays were taken to review and pocket site was inspected. It appears device has rotated some and with certain body positions, a small portion of the device becomes close to skin and uncomfortable. Surgery was planned on (B)(6) 2021 no further complications were reported/anticipated at this time.